Event description:
Sunrise medical (us) llc was served with a summons for a civil complaint regarding an alleged event that occurred on (B)(6) 2009. The complaint alleges that on (B)(6) 2009 an end user was injured when he allegedly fell down through the wheelchair frame when the screws holding one side of the wheelchair seat sling to the frame allegedly failed. The summons did not indicate a serious injury and only gave us the model lx/lxi and serial number (B)(4) of the wheelchair involved in the alleged incident. There was no initial information in the original summons regarding the injuries sustained. We searched our database from (B)(6) 2009 until (B)(6) 2011 to see if any complaints were entered in relation to that serial number and no complaints were received or entered. I received the injury information from our attorneys only after they requested a response from the plaintiff. The complaint was entered on (B)(6) 2011. The end user is claiming to have a cervical, thoracic, and lumbar sprain/strain resulting in injuries and pain to plaintiff's head, the back of his head, neck, arms, both hands, middle back, lower back, and pain flowing all the way down to the buttock in his right leg.

Manufacturer narrative:
A sunrise medical (us) llc account manager did complete a visual examination of the wheelchair at the plaintiff's counsel's office. The account manager had some suggestions as to a potential root cause but the information cannot be confirmed unless the wheelchair is evaluated by our internal failure investigator and quality engineers. The wheelchair has not been returned to the manufacturer for evaluation and we do not anticipate it's return due to the ongoing litigation. Manufacturer does not have all of the details of the reportable event at this time to complete our investigation. We will continue to investigate this complaint and submit a follow up report when the investigation is finalized.